Manufacturer narrative:
Additional manufacturer narrative: review of the manufacturing records could not be performed as no lot number information was provided. The device was not returned. Consequently, a direct product analysis was not possible. Additional information about this event could not be obtained. All information has been placed on file for use in tracking and trending.

Event description:
The doctor reported to gore the following: the gore® propaten® vascular graft 'evulsed' approximately 2 to 3 months post implant resulting in surgical repair.